Event description:
A report was received that the patients leads were damaged in a previous, non-device related surgery. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads were damaged in a previous, non-device related surgery. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.